Manufacturer narrative:
At this time no additional information is available. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during post operative thresholds testing loss of capture was seen on the right ventricular channel. A chest x-ray revealed a dislodgement of this right ventricular lead. The lead was repositioned and normal measurements were obtained. No further adverse patient effects were reported following the reapportioning procedure.